Event description:
Physician reported that after injecting themselves with juvederm ultra plus in the nasolabial folds, they experienced "bruising" on the left side and on the side of the nose." The following day, the physician also believed that they might have "necrosis" at the injection site. The physician was treated with vitrase by another healthcare professional and "everything's good" now. The symptoms resolved within 24 hours and there are "no post traumatic issues."

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: warnings: the product must not be injected into blood vessels. Introduction of juvederm ultra plus xc into the vasculature may occlude the vessels and could cause infarction or embolization. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.